Manufacturer narrative:
Investigation: maquet cardiovascular received the device on may 10, 2010. A visual inspection revealed that the device was slightly bloody, the silicon was peeling and cracked, and the heater was detached from the tip and very bent. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device would not activate during the test. Based upon this, the reported failure for electrical malfunction is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA process. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 was defective. The reporter followed up and stated that it was an electrical failure. The hospital could not provide any further information. A replacement hemopro was used to complete the procedure. The hospital did not report any patient effects. The product was returned.